Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm while the unit was still ventilating. The issue occurred during patient use, the customer reported that the ventilator continued to ventilate properly and there is no patient consequence associated with the event.

Manufacturer narrative:
Corrected data: on initial MDR should be "(B)(6) 2016".